Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit charging the unit overnight, the unit was not able to hold charge. The battery indicator on handheld showed empty and the battery charging indicator on docking station was blinking indicating that it was not able to charge. The system board was replaced and the unit functioned as designed.

Event description:
The customer reported the unit was intermittently powering off while monitoring a patient. Additional information received by the customer stated it is unknown if any error messages or alarms were observed. There is no known patient impact or consequences.